Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5028423/5059956, model/catalog description: infinion cx lead kit 70cm. Model number/catalog number: sc-4318, batch/lot number: 22348899, model/catalog description: clik x anchor sterile kit. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician noted increased sensitivity over the midline incision associated with lead. It was also reported that the patient had metal reaction/allergy. The patient was provided local anesthetic topical and underwent explant. The midline incision was reportedly healed well, although small palpable lump was visible in the lead anchor.